Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc75 stapler had sutured (stapled) the tissue, but did not cut properly. It was unknown how the case was completed. There was no consequence to the pt.